Manufacturer narrative:
Balt USA reference (B)(4). Note: this complaint file is being reported late as part of a corrective action following an FDA inspection. After a review of historical complaint files, it was determined that for this compaint the claimed malfunction did not lead to a death or serious injury. However, based on post market surveillance data and the intial information that was reported to balt, the same malfunction has led to a serious injury or death in a separate incident which was already MDR reported (remains as an unlikely probability according to risk analysis document). The product was sent to legal manufacture balt extrusion, summary as follows: the affected device (ecl2l 6x9) has been returned and inspected in our quality laboratory. During our analysis we observed the following points: - the product was returned in its primary packaging, there was liquid in the hub of catheter and in the lumen of inflation. - along the catheter we can see that the hydrophilic coating is damaged and there are also traces of blood. - during the investigation we inflated the balloon, and the liquid come out of the distal part of the balloon: it confirms the leakage. The review of the lhrs (lot history records) for this specific batch number did not highlight any anomaly during the manufacturing process. Several tests were performed during the manufacturing process: - the braid, the tube, and the balloon are 100% controlled with a visual inspection ; - the welding of the balloon is controlled for each unit. The balloon appearance is 100% controlled with a binocular inspection (i.e. No holes, no particles).the hydrophillic coating is also 100% controlled. - a tightness test of the balloon is also performed on every unit as per requested by the manufacturing instructions. Based on our post marketing surveillance database and on our investigation, several hypothesis could be made: - the hydrophilic coating damage could be explained by an improper manipulation of the device. As indicated in the instructions for use: "the balloon catheter has a hydrophilic surface and should be hydrated prior to use. Once the balloon catheter is hydrated, do not allow it to dry". - the issue could be linked to overpressure. As indicated in the instructions for use, the ecl2l catheters shall be manipulated with precautions. A too strong injection could cause a balloon leakage: "do not exceed the maximum recommended inflation volume as balloon rupture may occur"). This hypothesis could not be assessed since we lack information on the incident. - the incident description refers to a "microleak through balloon micropores". As recommended, the balloon needs to be inspected during the preparation phase. As indicated in the instructions for use: "the physician should "inspect the balloon catheter thoroughly to ensure it is not damaged". In conclusion, we were not able to accurately determine the origin of the event experienced. Some hypotheses have been established but they cannot be confirmed at this stage. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This issue will remain subject to continued tracking as part of our post-marketing surveillance process. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "after performing several inflations and deflations of the balloon that was used to support the release of coils in the balloon remodeling technique. In the last infiation to release the fourth coil, the barrel broke (burst). As the physician commented, he intuited that in some of the inflations, the balloon presented as a microleak through a micropore and therefore, after several inflations, this micropore increased in size and ended up breaking the balloon, it is intuited that the problem may be due to some small defect in the walls of the ball." Incident report form submitted for the incident indicated no patiuent injury was sustained.